Manufacturer narrative:
The field service engineer (fse) provided in the good faith effort(gfe) response on 04nov2022 that no remote or onsite service was conducted. The issue was resolved by the hospital equipment department replacing the motor drive board. No further information was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Initial reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer about the v60 ventilator. If the ventilator fails to pass the self-inspection, 100b (diagnostic code 100b - watchdog test failed) fault is displayed. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.